Event description:
It was reported that patient experienced infusion set tape was not adhering properly which led up hyperglycemia event on (b)(6) 2026, which was treated with MDI.

Manufacturer narrative:
Initial 1 of 2.E1: (b)(6). Based on the available information, this event is deemed to be serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.